Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they has blank display. The customer stated that the pump was completely dead and it never signaled her. Customer also stated that she looked in the alarm history and there was no notification of the battery dying. Blood glucose level was unknown. Troubleshooting was not performed. The product will not return for the analysis.